Event description:
The customer reported that insulin squirted out while priming and the device alarmed. The blood glucose reading was 127mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, cracked display window corners, battery tube threads, broken belt clip slot, and cracked reservoir tube and lip.